Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician restarted the device multiple times, and changed to the AED function to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician restarted the device multiple times, and changed to the AED function to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician restarted the device multiple times to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including shock, ECG, and AED functional testing using the returned accessories without duplicating the report. The device was recertified and returned to the customer. The device is completing an analysis in AED mode, it will provide a recommendation however energy will not be delivered unless the shock button is pressed. There is not an option for the user to disarm once the device has charged in AED mode; by design, however after a period of time if the shock button is not pressed the device will internally dump energy. Manual mode does allow the user to disarm manually once the device has charged the device data logs were not available for evaluation. No trend is associated with reports of this type.